Manufacturer narrative:
Age at time of event: (B)(6) or older. Device is a combination product. (B)(4).

Event description:
It was reported that balloon rupture and stent inadequate apposition occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left main trunk to proximal left circumflex artery. After an intravenous ultrasound (ivus) catheter was delivered but was unable to cross the lesion, plain old balloon angioplasty (poba) was performed in the lesion and ivus was then performed. Following ivus, a 3.50mmx28mm synergy¿ drug-eluting stent was advanced. However, when the stent delivery system balloon was initially inflated at 8 atmospheres, the balloon ruptured. The ruptured balloon was completely removed from the patient and the device was exchanged to a different balloon. The stent was deployed and the procedure was completed. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by manufacturer: the stent delivery system was returned for analysis. The stent was not returned. The bumper tip of the device showed no signs of damage. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. There was blood in the balloon, during analysis a pinhole was identified 2mm distal to the proximal markerband. There were several kinks throughout the hypotube of the device. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was further reported that a bsc balloon catheter was advanced to position the not well-apposed stent to the target lesion.